Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. The unit was updated to latest software version but pv loop still has the problem with the same circuit, test lung, settings the pv loop is different each start up. Customer hesitate to perform calibration because the unit is newly installed. Technical support try to replicate the issue with one unit affected by the clock rate issue and its's not reproducible.

Event description:
Customer reported that the pv (pressure volume) loop have some problems it is different every time after the unit start up. The touch screen has a delay of three seconds on this unit. As of this time no information about patient involvement.

Manufacturer narrative:
There was patient involvement associated with this event.